Event description:
Patient esophagus dilated with cre balloon size 15 and when dilated to size 16.5, the balloon would not increase to size 18. Balloon was removed, it was seen to have a hole in it so was not capable of doing larger size.